Manufacturer narrative:
(B)(4). A fully constrained wallstent biliary uncovered stent and delivery system were received for analysis. Visual examination of the returned device found the stent has uncrossed stent wires at one end. The stainless steel tube, and the outer sheath were found kinked. Functional evaluation found it was not possible to deploy the stent using the delivery system as received, however the stent could be manually deployed. The stent was measured to be within specification. No other issues noted with the stent and no other issues noted with the device. The damages noted with device were consistent with the application of excessive force during use. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallstent biliary uncovered stent was used to treat a malignant stenosis in the common bile duct due to biliary cancer during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stent did not cross the biliary stricture. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the distal end of the stent was damaged.